Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor on the 2008t machine cut into the tubing of the streamline (non-fresenius) bloodlines during hemodialysis (hd) treatment resulting in a blood leak. The reported event occurred approximately an hour and a half into treatment. The machine alarmed with an air detection message. Droplets of blood could be visually observed coming from the blood pump segment. The nurse explained during follow-up that a plastic cover came off the pin of the blood pump rotor which formed a hole in the tubing of the bloodlines. Treatment was paused and the patient¿s blood was rinsed back. The patient¿s estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention as a result of the reported issue. The blood pump rotor was replaced along with the bloodlines. Treatment was restarted and successfully completed on the same machine with new bloodlines and the same revaclear (non-fresenius) dialyzer. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer found during its investigation objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor on the 2008t machine cut into the tubing of the streamline (non-fresenius) bloodlines during hemodialysis (hd) treatment resulting in a blood leak. The reported event occurred approximately an hour and a half into treatment. The machine alarmed with an air detection message. Droplets of blood could be visually observed coming from the blood pump segment. The nurse explained during follow-up that a plastic cover came off the pin of the blood pump rotor which formed a hole in the tubing of the bloodlines. Treatment was paused and the patient¿s blood was rinsed back. The patient¿s estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention as a result of the reported issue. The blood pump rotor was replaced along with the bloodlines. Treatment was restarted and successfully completed on the same machine with new bloodlines and the same revaclear (non-fresenius) dialyzer. No parts were returned to the manufacturer for physical evaluation.